Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not disengage from catheter.

Event description:
Note: this report pertains to one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the sigmoid colon during a procedure performed on (B)(6) 2024. During the procedure, a tissue was grabbed and the first clip was attempted to deploy; however, the clip would not disengage from the catheter. The device was then removed from the patient, and it was found that the clip was hanging on the end of the catheter. A second clip was used without problems. A third resolution 360 clip was used, but the same problem occurred. The procedure was completed with a fourth clip. No patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.